Manufacturer narrative:
Correction to show correct code for patient symptom of not urinating. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had a battery replacement and was not able to charge the ins. It was indicated that everything was working properly on the day of the replacement in the operating room. The patient did not have any swelling and was healing up well. The battery was superficial and the top of the battery could be felt. The rep did not think the ins was tilted. The antenna locator (al) feature was used and the recharger displayed 28, 28, 34. They tried again and got 28, 28, 38. They applied some pressure on the recharging antenna and got 28, 34, 38. A recharging session was started and they got 4 couple bars, but then it dropped to 2 bars and then zero. The patient was to follow-up with the np tomorrow and they wanted another recharger for that appointment. It was noted the patient missed a follow-up appointment because they were having a lot of tremors, and during the call, the patient was shaking a little bit. The patient called 9-1-1 last night because they couldn't get up off the floor. They also expressed they couldn't walk or urinate as a result of their current condition. The caller was transferred to repair for replacement. Additional information was received on 2019-06-26 which indicated the patient was admitted to the ed last night. The healthcare provider (hcp) with the patient could start a recharging session with 8 coupling bars using the new ins recharger (insr). No further complications were reported or anticipated with this event. Additional information was received indicating the new recharger and antenna provided a charge for the ins. No further complications were anticipated. Additional information was received from the patient reporting that they were having trouble walking. They have been doing rehab for that. They state it started since prior to implant, but is "getting worse". They do not know when it started. They also reported a continuation of them "shaking like a leaf in their other hand". It's because they need a tune up which they are holding off until next month. Patient stated "believe me if this thing was off I'd be dead". Patient further clarified that he has always had the shaking since prior to implant and the more he gets nervous he shakes. Pt further clarified that it is only in his left hand. Pt also stated that he was shaking and hospitalized for 3 weeks and he went to the hospital twice. Patient s stated that he "laid there for 48 hours strapped in a chair and they wouldn't give me nothing to make me quit shaking" in the hospital. Patient further stated that "this thing saved my life". Tried to clarify if this event occurred prior to implant and patient stated "no it was right after I got it I think a week after". Could not confirm the date. Patient also re-reported previously reported event that he has been having "problems" charging his ins. Patient initially stated he was getting the poor communication screen on his recharger. Patient stated that he did not have the recharger antenna over his implant when he got the poor communication screen initially on the call. Pt placed the recharger antenna directly over his implant on the call and confirmed he was able to successfully engage in a charging session. Patient confirmed on the call that he was getting all 8 coupling boxes for the duration of the call, but stated that it is difficult for him to hold the antenna over his ins and stated that they will "drop" and he doesn't always get all 8 boxes. Pt stated that he feels the recharger antenna cord should be longer. Sent patient adhesive discs. Patient also mentioned that he has never seen the charge complete screen on his recharger. Inquired if pt charges to 100% before discontinuing the charging session and patient stated he "never has".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient called back to get clarification on shipping instructions to send back damaged equipment. The patient mentioned issues that had already been documented and shipping instructions were reviewed with the patient. The patient called back again for help on setting up the return of the shipment of the damaged equipment. The tracking number was confirmed with repair and item would be picked up. The patient mentioned the same issues in the crts again and included they thought it was too hard to get the ins to charge fast enough. It was reviewed the expected charging times, coupling bars, and confirmed equipment was working as intended. The patient mentioned their left arm was shaking bad, but the rest of the body was fine. The patient stated it had been happening for a couple weeks. Their setting was a low number on the right side and the left side could be up quite high. The patient was very hard to understand. Patient services offered troubleshooting, but the patient stated they were seeing their doctor next week. There were no further complications reported.